Event description:
The qrs module tone for the oxygen saturation in the inpatient endoscopy unit is defaulted to off. The patient's o2 saturation dropped to 35% and we did not know until a technician noticed on the screen. A few things went wrong in this scenario. The default qrs tone setting was zero on this monitor. The desaturation alarm should have alerted them to the low oxygen saturation. Staff explained that they were getting alarms for the co2 module and had silenced them by pressing pause alarms instead of silence, which will keep the monitor silent from all alarms for three minutes. The default qrs volume has been changed to two. This can still be manually adjusted and will not clear from the monitor until the patient is discharged (case ended). In order to ensure the case is being ended, the standby button has been removed and replaced with end case.